Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the issue of "staples did not form properly" addressed? Were there any patient consequences? If yes, please describe. Stapler did not form properly there was loose stapler after firing. No patient consequences. Dr. Has used vascular suture for same.

Event description:
It was reported that during an unknown procedure the reload of the stapler did not form properly.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that one xr30v reload was received fully fired and damaged as the rear cap was detached and missing allowing the retainer pin to slide out of the reload. No functional test was performed due the condition of the device. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated and a click is heard. If the instructions are not follow the reload may became damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.